Manufacturer narrative:
(B)(4).

Event description:
The patient had a stented iliac bifurcation. A sheath was not placed across the iliac bifurcation due to difficulty in crossing the stents. While exchanging the 0.035 quick-cross over a 0.014 wire the quick-cross would not retract all the way and broke at the bifurcation. The break occurred about 10cm proximal to the most proximal marker band. Attempts were made to remove the quick-cross with a snare device, but it could not be retrieved. It was decided to remove it surgically. The patient was discharged per operative plan.